Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements measuring at 143 ohms. Technical services recommended possible causes and provided programming options. No adverse patient effects were reported. This rv lead currently remains in service along with the new implanted implantable cardioverter defibrillators (ICD) device.